Event description:
It was reported that the stimulation threshold of the left ventricular [lv] lead was "nearly identical" to the diaphragmatic stimulation threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched.